Manufacturer narrative:
(B)(4).

Event description:
The pump size was uncomfortable for the pt. The pump was replaced. The pt recovered without sequela. The device system was used to deliver morphine.